Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Medtronic representative reported via email low blood glucose levels and hospitalization. Customer advised they changed out the site and primed the tubing while staying connected with all of the insulin in the reservoir. Customer ended up in the emergency room and declined to speak to the 24 hour helpline.